Event description:
It was reported that during a spinejack procedure there was difficulty in releasing both implants from the expander tube. The implants were released with use of kocher forceps. The procedure was completed successfully with a 30-minute delay. No adverse consequences were reported. This report is for the second implant.

Manufacturer narrative:
H3 other text : device remains implanted.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
It was reported that during a spinejack procedure there was difficulty in releasing both implants from the expander tube. The implants were released with use of kocher forceps. The procedure was completed successfully with a 30-minute delay. No adverse consequences were reported. This report is for the second implant.